Manufacturer narrative:
Trend analysis conducted and no adverse trends for skin irritation identified. Device history record (DHR) could not be reviewed because lot number not provided. Sample not returned so sample evaluation not possible. Root cause of reported skin irritation under the ostomy barrier and tape cannot be determined.

Event description:
It was reported that an end user experienced skin burning under the hollister new image barrier and tape border. She also reported that her skin bleeds when cleaning her skin. She reported that her doctor gave her a silver preparation for the burn.